Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non sustained oversensing episodes due to noise were noted on the right ventricular channel. Provocative testing was performed but the noise was not reproducible. The lead was capped and replaced. The patient was stable.